Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Additionally, it was reported that another cartridge patient line "broke" in the middle. There was no impact to the user's blood glucose level. Reportedly, the user changed out all the supplies and resumed insulin delivery.